Event description:
Syringe defect; when trying to draw up vetsulin form my dog the syringe needle was clogged and could not draw the vetsulin into the barrel to administer. Need to switch to another new needle. This is the 5th time I have reported this type of defect to the manufacturer. I have had multiple issues with the same defect reported for this product. This is the second defect in this lot number. In a previous lot the manufacturer tried to blame the consumer for storing the insulin in the syringe which was not factual. I needed to correct the record to clearly state their investigation was not correct. In the most recent submissions, I clarified to the company I did not store any insulin in the syringe and they needed to correct their investigation. Also, last notification to company regarding this same defect and lot it took them almost 3 weeks to get back to me or even send a secure container for return. I had to contact the company 2 times and tell them I reported the incident to FDA via medwatch before they even sent the return container. The first time I had this issue they sent over a label and told me to just drop in the mail, I did refuse and told them I needed a biohazard return package to avoid any needle sticks during transport. FDA safety report ID # (B)(4).